Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.